Event description:
It was reported that the patient presented to hospital after receiving inappropriate high voltage therapy due to oversensing of atrial events. The lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced. The patient was doing well after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.